Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a fluid leak at the end of therapy with a homechoice cassette. Subsequently the patient developed peritonitis manifested by cloudy fluid and abdominal pain. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) cefazolin (for one day, route, dose and frequency not reported), ip ceftazidime (for one day, route, dose and frequency not reported) for the peritonitis. Two days after event onset, the patient began treatment with ip vancomycin (ongoing, dose, route and frequency not reported). At the time of this report, the patient was recovering from the peritonitis event. Action with pd therapy was not reported; however, it was reported the patient discontinued use with the ¿cycler tubing¿ five days after event onset. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.